Manufacturer narrative:
The complaint indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The manufacturing record was unable to be reviewed as the batch number will be available. The manufacturing record was unable to be reviewed as the batch number for this guide wire is unknown. The exact probable root cause of the guide wire's missing coating could not be determined.

Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptca) procedure, some of the pt graphix guide wire coating detached from the guide. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. The pt graphix guide wire was placed and another MFR's balloon catheter was advanced over the guide wire to the lesion. The number of inflations and to what atms the balloon reached is unknown. Upon removing the guide wire, the physician noted that the coating on the tip of the guide wire was missing and it is suspected that particles of the coating remain in the pt. The pt's condition is reported as "good". Additional information has been requested.